Manufacturer narrative:
.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.